Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned and evaluated. Upon visual inspection there is visible scuffing on the inner radius and indentations on the lip of the device. The stem has rounded indentation around the edges. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02408.

Event description:
It was reported that the patient underwent a revision procedure approximately 13 days post implantation due to dislocation of the metal liner. Attempts have been made and additional information on the reported event is unavailable at this time.